Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the implantable cardioverter defibrillator was in backup mode. Further information was requested however, was not provided.